Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site in her abdomen due to the ipg being superficial (as per patient). As a result, surgical intervention was taken on (B)(6)2015 where the ipg was repositioned in the ipg pocket. Reportedly, the patient was doing well postoperatively.